Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was loose connection. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) explained the alarms and had the care giver (cg) cycle the power twice to clear them. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient had not disconnected prior to the alarm. The supplies were not damaged by an outlet port clamp or an assist device. After going through the troubleshooting questions, the cg realized that the supply bag connection was not tight and that the towel under it was a little wet; it appeared that it had not been firmly attached. The tsr explained that the supplies were compromised. The home patient (hp) wanted to end therapy for the night. The tsr advised the cg to call the hp's registered nurse in the next 24 hours and let her know what happened, as well as alerting her to any missed therapy. The cg understood. Proper procedures were reviewed and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.